Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The suture and the key were returned for the analysis. It is possible to observe that the stent and the suture were detached. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that the suture pigtail broke. A flexima apdl drainage catheter was selected for right percutaneous nephrosomy (pcn) catheter exchange. During the procedure, when the drain was about to placed, it was noted that the suture pigtail broke before it could be locked into place. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the suture pigtail broke. A flexima apdl drainage catheter was selected for right percutaneous nephrosomy (pcn) catheter exchange. During the procedure, when the drain was about to placed, it was noted that the suture pigtail broke before it could be locked into place. The device was removed, and the procedure was completed with a different device. No patient complications were reported.